Manufacturer narrative:
Additional narrative: patient weight is unknown. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prior to surgery for a left mandibular distraction osteogenesis, the surgeon participated in a proplan planning session using our trumatch technology. During the planning session, the surgeon and the engineer planned where the osteotomy sites would be, where the two distractor footplates would be attached, and which distractor bodies would be used to achieve the desired result. As part of the per-operative planning the surgeon had an anatomic bone model prior to the case for pre-surgical preparation to attempt to contour the footplates prior to the surgery date to save time during the case. However, the patient's bony anatomy made accurate contouring extremely difficult and surgeon was unable to use the pre-contoured implants as planned due to the fact that they did not accurately contoured and maintain the correct distraction pathway. There were no functional problems with the distractor or its footplates, the issue was that the planning session did not take into account the challenge of accurate contouring of the distractor body footplates that would allow for distraction along the correct vector. Due to this event a delay of forty-five (45) minutes delay was added during the initial surgery that took place on (B)(6) 2016. Other distractor implant devices were readily available in the operating room to complete the surgery. Also, during this surgery, using another distractor, on the right side of the mandible, the surgeon attempted to close the implant back to its starting position, but the implant would not close completely. This event took another twenty (20) minutes for the surgeon to manipulate the implant for the correct positioning for final closing of the distractor. Also during this surgery while the mesh footplates were being contoured with the distractor at the back table, the knob that is used to open and close another distractor implant broke off. The knob was retrieved and there were no fragments generated. Due to this event a delay of fifteen (15) minutes was added to surgery time. Due to these reported events the total delay time was approximately eighty (80) minutes. The surgery was completed successfully and the patient is report in stable condition. Concomitant devices reported: anatomical medel child, mandible-orbits, clear (part sd900.266, lot unknown, quantity 1); 1.3mm curvilinear distractor r50/right (part 04.500.250, lot unknown, quantity 1); 1.3mm curvilinear distractor r/70/left (part 04.500.271, lot unknown, quantity 1). This is report 1 of 2 for (B)(4).